Event description:
It was reported via repair work order that the footend lift would not raise or lower and may have been stuck in an elevated position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the footend lift would not raise or lower and may have been stuck in an elevated position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Follow-up submitted with evaluation results reported by customer that determined the foot end of the bed would not raise or lower. However, customer could not locate the bed for stryker inspection. Customer will contact stryker if further assistance is required. Customer performed evaluation.